Event description:
During a coil embolization procedure of the (pcom) posterior communicating artery, the orbit rdfl complex mini coil (638mf0410) was placed, but the positioning was not satisfactory, and the coil was withdrawn into the microcatheter to try to reposition, but the coil stretched. The coil was retrieved and completed the case using another coil orbit rdfl complex mini coil (637mf3575).

Manufacturer narrative:
During a coil embolization of a posterior communicating artery (pcom) aneurysm the 4x10 trufill dcs orbit rdfl complex mini coil stretched when it was withdrawn for repositioning. The coil was retrieved from the prowler 14 microcatheter (mc) while the mc remained in position. The coil remained attached to the delivery system upon removal from the patient. The procedure was completed other coils ((B)(4) x 2, (B)(4)) through the same prowler 14 microcatheter (mc). There were no adverse events to the patient. The patient was admitted with a subarachnoid hemorrhage (sah). The vessel was tortuous, and the lobular aneurysm measure 3.7 mm x 7.5 mm, neck was 4 mm, and the neck to sac ratio 1.8 a balloon (hyper glide from ev3) was utilized for neck remodeling. An adequate continuous flush was maintained through the (mc) microcatheter at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. No additional torque or manipulation was utilized during the time the coil was being deliver or removed. During placement of the coil there was no resistance during advancement or withdrawal for repositioning in the aneurysm. One to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. During the repositioning process, the coil delivery system was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. Once the coil delivery system was removed from the patient, the coil was attached to the delivery system, and other the reported event, no other damages was noticed on the delivery systems or coil etc. Procedural images are not available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was received totally stretched and unraveled with the rest of the device; it was still attached to the gripper. Part of the introducer was zipped and inside of it were the hypotube and support coil which presented no damages. Gripper was also inspected and no damages were noted on it. Gripper and embolic coil were inspected under microscope and gripper presented no damages while the embolic coil was stretched at proximal side and also present a kink near to the distal end. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15174620 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Failure reported by the customer as 'coil unraveled - stretched' was confirmed. Neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. Inspections are in place to prevent these types of damages leaving from the facility; additionally it was reported that there were no damages to the device prior to use. Based on the available information and the report that the coil stretched during repositioning, it is possible that procedural factors related to the repositioning, including interaction with the balloon used for neck remodeling may have contributed to the event. With review of the returned device and the device history records, there is no indication of any manufacturing issues related to the stretching of the coil during repositioning in the aneurysm. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of the (pcom) posterior communicating artery, the orbit rdfl complex mini coil ((B)(4)) was placed, but the positioning was not satisfactory, and the coil was withdrawn into the microcatheter to try to reposition, but the coil stretched. The entire coil system was retrieved completely and proceeded to finish the case using other orbits coils ((B)(4)) with the same prowler 14 (mc) microcatheter ((B)(4)). The mc was kept in place in the aneurysm. During the procedure a balloon (hyper glide from ev3) was also utilized. An adequate continuous flush was maintained through the (mc) microcatheter at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. The coil did not prematurely detach once it was inside the microcatheter, since it was taken out of the microcatheter, and probably the coil detached afterwards. No additional torque or manipulation was utilized during the time the coil was being deliver or removed. The vessel was tortuous, and the lobular aneurysm measure 3.7 mm x 7.5 mm, neck was 4 mm, and the neck to sac ratio 1.8. During placement of the coil there was no resistance during withdrawal for repositioning in the aneurysm. One to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. During the repositioning process, the coil delivery system was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. Once the coil delivery system was removed from the patient, the coil was attached to the delivery system, and other the reported event, no other damages was noticed on the delivery systems or coil etc. The admitting diagnosis was (sah) subarachnoid hemorrhage. A cd copy of the procedure is not available. There were no adverse events. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was received totally stretched and unraveled with the rest of the device; it was still attached to the gripper. Part of the introducer was zipped and inside of it were the hypotube and support coil which presented no damages. Gripper was also inspected and no damages were noted on it. Gripper and embolic coil were inspected under microscope and gripper presented no damages while the embolic coil was stretched at proximal side and also present a kink near to the distal end. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15174620 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Failure reported by the customer as 'coil unraveled - stretched' was confirmed. Neither the analysis nor the DHR review suggest that these damages could be related to the manufacturing process due to inspections are in place that prevents these kinds of damages leaving from the facility. In addition according ch&ss investigation the customer state that 'no damages were noticed on the microcatheter, delivery system or coil that may have contributed to the event as well as during placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm.' According to the analysis, the repositioning process could impact the failure reported this suggest that procedural factors appears to be contributed to the failure; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.